Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recn2726 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that during the 3rd infusion of chemotherapy, blood could not be aspirated from the PICC. The PICC was removed and it was noted that the catheter has several creases. No patient injury was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of inability to aspirate blood was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. The catheter exhibited kink impressions and kinked shape memory approximately 3cm and 6cm from the distal tip. Microscopic inspection of the kink sites revealed material buckling and discoloration in the vicinity of the kink sites. The catheter kinked easily and preferentially at the kink impression sites during manual manipulation. An attempt to infuse water through the sample using a 12ml syringe revealed the sample be patent to infusion and aspiration; however, the catheter was easily occluded during manipulation of the kink regions. The severity of the kink impression suggested that the catheter was sharply kinked. The blood residue suggested that kinking occurred while the catheter was in use. The relative positions of the kink impressions suggested the catheter was folded back upon itself twice. Catheter kinking can occur during device placement or subsequently due to patient movement/anatomical features. A lot history review (lhr) of recn2726 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the 3rd infusion of chemotherapy, blood could not be aspirated from the PICC. The PICC was removed and it was noted that the catheter has several creases. No patient injury was reported.